Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported when using the safestep, the root luer lock was properly connected to the three-way valve of the infusion set, but blood leaked from the luer lock section. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking safestep luer is unconfirmed because the problem could not be reproduced. One 20 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed blood residues along the returned infusion set. A functional test of infusing water into the infusion set using a 12 ml luer lock syringe revealed the device was patent to infusion without any observable leaking from the luer. A functional test of pressurizing the infusion set with water using a 12 ml luer lock syringe and clamping the extension tubing revealed no leaking was observed at the luer of the safestep infusion set. A microscopic observation revealed no observable damage along the luer of the returned safestep infusion set. A luer taper gauge was used in conjunction with a force gauge to identify the luer of the infusion set to be within iso standards. 5 n of force was used to ensure the luer was within its iso specifications indicated on the female luer taper gauge. Because the failure could not be reproduced, the complaint of a leaking infusion set is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.